Event description:
Patient reported going to e.r. 2-3 weeks ago, plate in hand, screws broke and severe pain. No further information provided. Does not consent for mfg to follow up with patient and or healthcare provider.